Manufacturer narrative:
Evaluation summary: there was evidence of blood in the balloon. The device was inflated to 14atm (rbp) with no issues noted and the balloon maintained pressure. The balloon was deflated and no damage was noted on the balloon. The mandrel was also removed from the inner lumen and no leak was observed at this point.

Event description:
Patient had a prior pci procedure with stent placed in the rca. Physician was attempting to treat a severely calcified lesion with 95% stenosis in the distal rca with little tortuousity, artery diameter is 3mm with lesion length of 20mm. It was reported that 5 sprinter otw balloons were used during the procedure, the balloons were removed from packaging, inspected and prepped as per IFU with no issues noted. Resistance was encountered when the balloons were being advanced down a tight calcified distal rca. It was reported that the balloons were inflated to 12atm prior to burst. The patient's artery opened slightly distal and stent was placed proximally. Patient is reported to be alive with no injury.

Manufacturer narrative:
Results, conclusions: lesion is severely calcified with 95% stenosis. (B)(4).